Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a female patient ((B)(6) pounds) underwent an atrial fibrillation (afib) ablation procedure on which a carto vizigo¿ 8.5f bi-directional guiding sheath - small was used, and developed retroperitoneal hemorrhage requiring medication. During the procedure after gaining access to the right femoral vein with the needle, a wire was advanced through the needle. The needle was then removed, and the vizigo sheath was attempted to be inserted over the wire; however, the physician felt resistance. X-ray was performed, and it was observed that the sheath was in a wrong position. The patient¿s blood pressure dropped from 80 to 60, atropine was administered, and the blood pressure increased. A computed tomography (CT) scan was performed, and a showed minimal bleeding. Extended hospitalization was not required. The patient had fully recovered. Physician¿s opinion regarding the cause of the event is that it was procedure related. Retroperitoneal hemorrhage is a groin access complication, for which a typical clinical finding would be hypotension. This condition is diagnosed by CT scan. In this case, there¿s information that a CT scan was performed to confirm the minimal bleeding and that the patient¿s blood pressure dropped. With the information available, this event is being coded as ¿retroperitoneal hemorrhage¿.